Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (serratia marcescens) was misidentified as serratia plymuthica. The isolate as tested with a reference laboratory giving the result serratia marcescens. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (serratia marcescens) was misidentified as serratia plymuthica. The isolate as tested with a reference laboratory giving the result serratia marcescens. No health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-nov-2024. Investigation summary: this complaint is for misidentification of serratia marcescens as serratia plymuthica when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4205932. The customer did not return panels but provided binary files, an isolate and phoenix generated lab reports for the investigation. The lab reports show identifications of s. Plymuthica when using the complaint batch. To investigate, two retention panels of the complaint batch and one control panel were tested using customer returned isolate s. Marcescens h16 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates as s. Marcescens, this complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.